Event description:
It was reported that the atrial lead exhibited over sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of oversensing and noise could not be confirmed. The insulation breach found was sustained during the surgical procedure. The lead was otherwise normal.